Event description:
It was reported that the patient was unable to pump up this inflatable penile prosthesis (ipp). A revision surgery was performed, during which it was noted that the pump was remaining flat. A leak in the component was suspected; therefore, the pump was removed and replaced. Upon explant, the source of the fluid loss could not be identified. There were no patient complications reported.